Manufacturer narrative:
Device evaluation of monitor sn 07024862 has been completed. The reported problem (unable to undergo incoming functionality testing) was confirmed. Upon evaluation, the monitor displayed a service code 203 (pulse test fault). The cause of this service code was a shorted d1 component on the pca board. The root cause of the shorted d1 component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.